Event description:
A friend or family of the patient reported therapy was working until he got a urinary tract infection (uti). It was noted the patient was taking 2 pills per day for 7 days. The patient gets up every 10 minutes or sometimes sooner. The caller stated the patient felt like he was empty and seconds later he had to go again. The caller increased from 3.6 v to 3.8 v and planned to try that and see if that did anything. The caller noted the patient was going more. The caller noted the patient was done with antibiotics. The caller noted the patient had a urinary tract infection and for 3 days had been more to the bathroom more. It was noted the patient had been taking antibiotics for a week. The caller stated the patient did not feel stimulation ever. It was noted the patient was going to the bathroom more starting (B)(6). The caller noted the uti occurred in (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.